Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and was explanted after 43.9 months of service. The replacement device information is not known at this time. The explanted device was returned to guidant, where it was analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.